Event description:
Litigation papers allege pt has suffered serious injury and harm.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/16/2015 - medical records received. Patient revised to address synovitis. Upon revision, clear fluid and a gray blush to the tissues were noted. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 03/19/15.

Event description:
Update: 2/7/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 02/26/2014. Wpc complaint reported 1 unknown hip (original report), 1 cup and 1 head. To retain the original report date, and because the head was the last reported product, the head information will be integrated into the unknown hip, and the wpc head will be rejected as a duplicate report.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. This is a duplicate report of MFR# 1818910-2012-12104. This report, 1818910-2011-05176, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-12104.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.